Event description:
Customer called to report a leak found in the drip tray of the coulter lh750 hematology analyzer while performing maintenance. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed a leak from underneath the blood sampling valve (bsv). The fse also found that the drain cup for the probe rinse had broken off at its shaft. With the drain cup out of its position, the probe and probe wipe would empty their contents onto the drip tray below. The leak occurred during a startup function after shutdown. The fse replaced the probe rinse drain cup, after which there was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The root cause of the leak is attributed to the probe rinse drain cup having broken off at its shaft.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).